Event description:
A customer observed reproducible, (B)(6) vitros anti-hav igm results from multiple patient samples ((B)(6)) while using the vitros eciq immunodiagnostic system. The customer believed that the affected (B)(6) results should be (B)(6) based on (B)(6) results. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of harm to patients as a result of this event. This report is number one of 2 MDR's for this event. Two 3500a forms are being submitted for this event as two patient samples were involved. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, (B)(6) vitros anti-hav igm results were obtained. There was no evidence to suggest that an instrument or reagent malfunction occurred. No assignable cause was found for patient sample 1, however, the patient sample involved in the event cannot be ruled out. The possibility exists that the patient involved was in an early onset of (B)(6). The assignable cause for the (B)(6) vitros anti-hav igm result for patient 2 was determined to be the presence of non-specific antibody interference present within the sample.